Manufacturer narrative:
Additional information.

Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint, the review of the physical product and review of the device history records there is no indication that the product was faulty at the time it was manufactured. The root cause is most likely "operational context". It is likely that the balloon was damaged during the fevar procedure where as the endografts typically have a fixation barbs which can puncture the balloon and create pinholes.

Event description:
N/a

Manufacturer narrative:
Based on the original details the balloon would not unfold and had to take an additional device to finish the operation. Additional details provided stated that the stent was deployed at the target site and that the obtained pressure was 8 atm and the stent was passed through a cook anl-1 7fr. Based on this additional information the device was able to reach the nominal stent deployment pressure of 8atm as specified on the product label and the stent successfully deployed. The details also state that the product was used in conjunction with a fenestrated endograft. The product when returned was in good condition and it was clear that the balloon had been opened and deflated. The stent was not returned as it was stated that the stent was able to be deployed at the target site. To determine if the balloon had a leak a 20cc syringe with pressure gauge was used and the balloon pressurized to the nominal inflation pressure of 8atm as indicated on the product label. The pressure began to drop and a very fine stream of fluid was seen leaving the balloon at the location of the distal end of the dilatation zone, over the radiopaque ro marker band. Under 50x magnification a small pin hole on the balloon was noticed. Based on the location of the pinhole and its size it is possible that the balloon was punctured by a fixation barb of the fenestrated endograft that was in place at the time of the stent deployment. This cannot be confirmed however without images from the procedure. A review of the ro marker band under the balloon was also conducted. This review shows that the ro marker band was not damaged and that there were no high points or jagged edges that would have contributed to the pin hole in the balloon. A review of the device history records was conducted. Based on this review of the device history records all quality and performance requirements were met. This includes the balloon burst test data review that is captured in both the lot qualification testing and at the balloon manufacturing process. During the lot qualification performance testing a total of 13 units were tested to ensure the integrity of the entire stent delivery system. This includes the fatigue and burst of the samples following test procedure ¿pressure testing of catheter assemblies¿. The data within the DHR shows that the minimum balloon burst pressure was 21.2 atm which meets part specifications. A review of the data within the actual balloon forming device history records show that 34 balloons were also burst tested and the minimum burst pressure out of the 34 samples was 20.1 atm. It is also noteworthy that every device manufactured is 100% pressure tested to ensure the integrity of the entire stent delivery system prior to the stent being crimped on to the balloon. This is conducted following catheter leak check procedure. The DHR results show that there were no rejects during this leak check. As the device history records indicate the product was built properly and had no non-conformances during the manufacturing process and the investigation could not determine why or how a pin hole developed on the distal end of the dilatation zone of the balloon, the complaint cannot be confirmed. It is likely that the balloon was damaged during the procedure. Possibly on a fixation barb of the endograft.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during a fevar operation the balloon didn't unfold. Customer thought that there was a leakage in the balloon and they could not use the device.